Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative on (B)(6) 2017 regarding a patient receiving unknown baclofen (2000mcg/ml at 1500.8mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that per the patient's guardian, the patient had needed an increase in drug over the last few weeks (relative to the date of report), requiring additional medication refills. On (B)(6) 2017, a dye study was performed in interventional radiology(ir) and the healthcare provider (hcp) was unable to aspirate from the catheter access port (cap). The hcp reportedly attempted to aspirate two times, and lateral images confirmed needle placement. The hcp made the patient's guardian aware of the dye study results. No surgical intervention occurred, and it was unknown if surgical intervention was planned. Images of the clinician programmer screens were provided, and no anomalies were noted. The programmer images confirmed the reported medication concentrations, and noted that the next low reservoir alarm date was (B)(6) 2017 . The patient's refill interval was 5 days. There were no known environmental, external, or patient factors that may have led or contributed to the issue, and the issue was considered unresolved at the time of report. The patient's status was alive - no injury. No further complications were reported or anticipated.